Event description:
The customer reported that the insulin pump alarmed during prime. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with motor error and an alarm during the basic occlusion test as a result of a loose drive support disk.